Event description:
An initial report of hospitalization was received by (B)(6) drug safety on 28-jun-2024 and forwarded to millyard advanced medical products, llc on 29-jun-2024. The patient and the patent's mom reported both pumps alarmed and they could not pronounce the error message. No adverse event was reported and troubleshooting was not attempted. The patient went to the hospital to receive IV remodulin until replacement pumps are delivered. The hospital rn reported the pharmacy nurse came and interrogated the pumps and determined neither had failed, but both had recorded occlusion alarms. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.